Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal rca. An acute non-stemi is reported to have occurred on the same day. Location of mi was non determinable. Investigator assessed the event as a peri-procedural mi and unrelated to the endeavor sprint drug-eluting stent. Pt was asymptomatic; however, the diagnosis was made due to post procedural cardiac markers elevation. Pt displayed silent ischemia at 30 day follow up.

Manufacturer narrative:
Evaluation: results: (myocardial infarction).